Event description:
The patient reported that he was implanted with an advance sling on (B)(6)-2011. "Immediately after the surgery" the incontinence worsened and is still worse than before the implant procedure. Reportedly, the physician has stated that before implant the patient's incontinence level was mild and after the implant it was much worse, wearing a minimum of 4-6 pads per day. Additional information received on (B)(6)-2011 indicates that patient is taking medication and is scheduled for a follow up visit with his physician (B)(6)-2011.